Event description:
Following succesfful placement of a peripheral stent in a saphenous vein graft of the right coronary artery, the physician was unable to retract the filterwire ex protection wire in the ex retrieval sheath. After multiple attempts to retreive the device were unsuccessful, the decision was made to retract the filterwire device back through the stent and then retreive it. As the device was pulled through the stent, the filter loop became caught inside the stent. The device was pulled until the filter loop broke, leaving the filter bag and part of the loop attached to the stent strut. A second stent was placed inside the first to ensure the filter bag and loop were held in place. This was done successfully and the patient is reported to be doing well.